Event description:
A malfunction with code malf 9 was reported, but there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer placed the pump in storage mode, which prevented confirmation of the fault ID, and a replacement pump was arranged by technical support.